Manufacturer narrative:
Evaluation summary: a third sample of cuffless tracheostomy tube was received for evaluation. The received components are one outer cannula, one disposable inner cannula size 6 and one obturator. A dimensional test was performed, the inner cannula was inserted inside the outer cannula, it was observed the distal end of the inner cannula protruded 0.052 inches out of the outer cannula, this protrusion is within sp ecification (+/-0.125 inches) according to process instruction hhp-71078 rev g, this dimension was taken using caliper calibration number 9790, the inner cannula was inserted in the fixture with calibration number 13642 and its dimension is within specification. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the devices' inner cannulas extend too far past the end of the tracheostomy tube which induced discomfort (caused painful and scratchy feeling) as well as increased bleeding (did not exceed 500cc) and drainage. It was indicated that recannulation/decannulation was necessary.